Manufacturer narrative:
(B)(4): eval results: (myocardial infarction).

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 2nd obtuse marginal. It is reported that the pt had a rise in cardiac enzymes post index procedure, and the pt suffered a peri-procedural mi approx one day post index procedure. The pt's hospital stay was extended. Investigator indicated that event was probably related to the study stent and procedure.